Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with a cracked case on the back at the battery tube area. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level unknown was at the time of the incident. The customer stated that the insulin flow was blocked from the pump. The customer sent the product back for analysis.